Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the customer was hospitalized; cause, details, and nature of hospitalization were not provided.